Manufacturer narrative:
This MDR is being filed retrospectively due to a routine monitoring of the maude database on (B)(4) 2011. (Page 3 of 4 and page 4 of 4) with narrative. In conclusion, the positive growth syringes reported by our customer, (B)(6), was likely caused by a number of factors. The monitoring program and the intellifill i.v. Device operated as intended.

Event description:
A routine monitoring of the maude database on (B)(6) 2011 baxa learned that a medwatch that was reported on (B)(6) 2011. As a result baxa systems development center is filing this MDR.